Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins worked wonderfully when it was first implanted. The patient went to the doctor to have the staples removed and when the doctor did so, they "ripped the last 3 staples out of the patient". Three days later on (B)(6) 2016, the patient was dry heaving all day. They went to the hospital and it was determined the patient had a confirmed staph infection at the ins site. The ins was explanted and replaced on (B)(6) 2016. No device issues were reported. No further complications were reported or anticipated.